Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
A pt was implanted with a nail on an unk date. The nail was noted as broken on x-rays taken (B)(6) 2012. The pt was returned to the operating room on (B)(6) 2012 for removal of hardware.